Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that the sterile cavity has been broken at the flange edge. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to packaging damage during transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile packaging was discovered fractured by the sales representative when the box was opened.

Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging was discovered fractured by the sales representative when the box was opened.